Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition; seven clips were found to be taped at the jaws. The clips were removed and one jaw was noted to be disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, three clips were ejected due to the jaw condition. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, two conforming clips were fed and formed; in addition, the anti-backup and lockout mechanism were non-functional. The device was disassembled in order to inspect the condition of the internal components; upon disassembling the ratchet pawl was damaged; this condition contributed to the failure of the anti-backup and lockout features. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that everything about this complaint is unknown. The customer had found this device from their "complaint storage" and nobody knows when it was used and what happened. Apparently they have attached some clips to show how the clips are malformed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.